Manufacturer narrative:
Plant investigation: the customer reported samples were available for return for evaluation, however, as of 11/20/2020, no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request and found to be within specifications. Through other complaint allegations of the same issue for lots: 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories. And results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed ,and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac061 did not meet release specifications and the allegation conductivity low was confirmed, a product history review was performed. A review of the complaint management system on 11/23/2020, identified 2 additional reported events for lot no. 20lxac061 related to conductivity issues. A review of the product inventory records for lot no. 20lxac061 indicated that 2242 cases of finished product were manufactured on 9/15/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac061 met release specifications. In conclusion, 20lxac061 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported to fresenius customer service that a lot of naturalyte had low conductivity. Upon follow up, the biomed reported that before use, the conductivity was 13.0. No patients were treated with these lots. Per the biomed, 24 cases are affected and now they are using naturalyte lot: 20lxac086. The biomed reported that there was no service to the machines, and that they use bicarbonate naturalyte 4000rx12, lot number know unknown. A return goods authorization (rga) was issued to the clinic for product return.